Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device failed to power on during evaluation. The device's system printed circuit assembly was replaced to address the issue. Additional findings not related to the malfunction/issue: the particulate filter was replaced due to heavy contamination.